Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to philips volcano policy. Visual and microscopic inspection and functional testing were performed on the returned device. The distal portion of the pressure sensor was missing from the wire. An electrical resistance test was performed and discovered open and unstable connections in the electrical circuit of the device. The wire failed and was not recognized. The error is consistent with a missing sensor. The probable cause of the observed failure was open and unstable connections in the electrical circuit of the device, likely due to the distal portion of the pressure sensor missing from the wire. The instructions for use (IFU) warns not to flex the proximal (electrical connector) end of the pressure guide wire when not inserted in the connector. Excessive flexing can damage or break the internal components. The IFU also cautions in both diagnostic and interventional procedures, to clean pressure guide wire thoroughly with normal sterile heparinized saline before and after each insertion. Attempts to obtain additional information regarding the procedure were unsuccessful. We are unable to determine when, how or why the separation occurred. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints.

Event description:
The customer reported that the verrata 10185 wire received an error message during a diagnostic procedure. After normalisation the wire was taken down the vessel and an "attach wire to connector" message was displayed. They tried to reconnect but could not get a signal. They took a new wire and the procedure was completed. There was no patient harm. Attempts to gain patient information were unsuccessful. All reasonably known patient information is included in this report.